Manufacturer narrative:
D4 & h4: UDI and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ es server did not crossing multiple patient orders, preventing nurses from removing the required medications and causing delays. The customer stated that the malfunction impacting patient care as they need to create temporary patients and get the medications from the pharmacy. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section d unique identifier (UDI), medical device model, initial reporter facility name, initial reporter occupation, section g upon investigation of the actual device used in this incident, it was determined that the orders were not crossed over. A technical support specialist confirmed that patients and orders were crossing to the es server and were being added to the database but were not processed. Tss restarting the external messaging service got messages to process again, and all messages waiting to process were caught up within the next 10-15 minutes issue was resolved. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ es server did not crossing multiple patient orders, preventing nurses from removing the required medications and causing delays. The customer stated that the malfunction impacting patient care as they need to create temporary patients and get the medications from the pharmacy. There were no adverse events or injuries reported based on this event.